Event description:
The user performed a laser ablation of the left saphenous vein. Upon completing the procedure, the sheath was noted to be burned and the fiber was positioned 5 cm into the sheath. One week after the procedure. A 3 cm portion of the sheath was noted in the vein at the lateral knee. At the time of reporting, there has been no intervention. Explanation of outcome of "other" above - at the time of reporting, no intervention has been undertaken to prevent impairment/damage. The incident was reported due to the possibility that such intervention will be required.